Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's daughter reported via phone call that the insulin pump had prime rewind anomaly. The customer's blood glucose was unknown at the time of incident. The customer's daughter stated that they received compromised force sensor system alarm during troubleshooting. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. No prime alarm noted. We were unable to perform functional test due to motor error alarm anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip and cracked lcd window. The drive support disk was inspected and no anomaly was noted.